Event description:
It was reported that the patient had a revision surgery due to implant fracture. Implant fracture left.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records could not be done. Lot identification is necessary for review of device history records, lot identification was not provided. No further due diligence required as all required information to support the conclusion is available or was already requested. Device is used for treatment. Unable to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item. As the lot number was not at hand the part and lot combination related to the event could not be checked. The surgical report of the revision dated dec 30, 2021 is available. The report describes that the plate was fractured and therefore revised and replaced with other components. There was no issue with the removal of the plate. There are some x-rays available. The x-rays show that the patient has prosthesis on both sides. The plate is implanted on the left. One x-ray shows the situation after the plate was revised and replaced with a hip prosthesis. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Zimmer biomet complaint (B)(4). Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.